Event description:
During endoscopic retrograde cholangiopancreatography (ercp) in common bile duct (cbd) procedure, ultratome xl sphincterotomes were used. The sphincterotome passed over the guidewire. Then the physician asked the nurse to bow(elevate) the tip and to start the cut. The sphincterotome was not able to bow or cut. The physician attempted to use another two of the same tome. The same problems occurred with these two tomes too. The patient's condition at the conclusion of the procedure was reported to be "stable". Refer to associated manufacturer report# 3005099803-2008-07254 & 3005099803-2008-07253 for the additional two tomes.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. A product evaluation is pending; results will be provided in a follow-up medwatch report.